Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer bought a box of u by kotex click multi-pack tampons for her daughter. Consumer reported that her daughter had a regular tampon elongate and fall apart upon removal. Consumer did not report any symptoms from incident and indicated they will not seek medical attention.